Event description:
An as50 was set to deliver 16cc of lipids to a pt over a ten hour period. Customer reported that the pump completed the infusion in 10-30 minutes. Details were not available regarding pt demographics, other medications involved or additional info regarding the set up of the infusion device. No pt injury or intervention reported. No additional info available at this time.